Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to infection. (Left) revision njr number: (B)(4), bmi: (B)(6), primary asa: p1- fit and healthy.